Event description:
Dislodgement of the atrial lead was reported. The fixation helix was found retracted. Serial number is currently unknown. A new lead was implanted.

Manufacturer narrative:
Combination product: yes the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Update 05-may-2026: this is a duplicate - please refer to incident with lead 8002411612. This file is completed and invalid. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.